Event description:
Customer stated while moving from one house to another, he started to drive and experienced low blood glucose stopped the car and became unconscious. Stated afterward no usual clicks and no alarms were heard. Device passed syringe test.